Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for blood glucose of 240mg/dl. The customer had symptoms such as vomiting and nausea for 2 days and indicated that their blood glucose was also low. The low blood glucose value was unknown at the time of incident. Customer indicated that the pump was worn during a sonogram. Customer declined blood glucose troubleshooting. Customer was advised to monitor the pump, follow up with their doctor and to call back if any further issues.